Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. One opened and two unopened intrepid transformer I/a handpieces were returned for the reported issue of an aspiration issue. The returned opened sample was visually inspected and was found to be conforming. A functional occlusion water flow check was then performed and deemed conforming. Since the opened sample was confirming, the unopened samples were not tested. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned opened sample was found to be conforming; therefore a aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned opened sample was manufactured to specifications. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic irrigation/aspiration tip did not aspirated properly. It was also reported that the physician noticed the same issue on multiple tips and had to open up the new tips several times throughout the course of a few surgeries. The surgeries were completed on the same day after replacing with another tips. The type of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).